Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the bearings were worn out and no longer in axial alignment, which cause vibration. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during the sterilization process, it was observed that the craniotome device had an unspecified issue with the bearings. The reporter stated that the bearings needed to be checked. During in-house engineering evaluation it was found that the bearings were worn out and no longer in axial alignment, which caused vibration. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.